Event description:
Patient was revised to address elevated ion levels (above 50).

Manufacturer narrative:
This is a duplicate report of 1818910-2013-13451. This report, 1818910-2013-13594, will be rejected. 1818910-2013-13451 will be kept for investigation purposes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.